Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the reported complaint. He replaced the broken latch. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the latch on the drive motor broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.